Event description:
Initial ca result of 11.0 mg/dl was rerun and recovered 10.2 mg/dl. Incorrect result was not used to provide pt treatment. Field service rep ran the precision check test, but could not duplicate the problem.